Event description:
It was reported that during a ureteroscopy procedure, a balloon rupture occurred. The lesion was located in the right ureter. The uromax ultra ureteral dilatation balloon was advanced, however, on an unspecified inflation, the balloon ruptured at unk atms. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".